Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it is stated ¿the patient has an appointment on (B)(6)2023 for a revision surgery with explanation of the chain parts.¿ did the device get explanted? If yes, what day was the explant? Did the patient receive a ¿revision surgery¿? If yes, what was the revision surgery? What was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1at its.jnj.com what is the device lot number? What is the product code? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a surgeon initiated a fluoroscopy in a patient who was treated with a linx band in (B)(6) 2018, for reflux symptoms. Unfortunately, this patient also has a rupture of the magnetic chain tape into 3 parts. The patient has an appointment on (B)(6)2023 for a revision surgery with explanation of the chain parts.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 19267 number, and no non-conformances related to the malfunction were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: it is stated ¿the patient has an appointment on (B)(6) 2023 for a revision surgery with explanation of the chain parts.¿ did the device get explanted? Yes. If yes, what day was the explant? It will be explanted on (B)(6) 2023. Did the patient receive a ¿revision surgery¿? If yes, what was the revision surgery? What was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(6). What is the device lot number? Lot 19267. What is the product code? Lxm16. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? When it has been explanted we will forward it for investigation d1, d4.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. Additional information received: the correct product code is lxm14 d1, d4.

Manufacturer narrative:
(B)(4). Additional information received: lxm16, lot 19267 from which only 14 segments has been returned for investigation , the other two could not be explanted.

Manufacturer narrative:
(B)(4). Additional information received: was the device actually explanted on (B)(6) 2023. Yes.

Manufacturer narrative:
(B)(4). Date sent: 2/1/2024.

Manufacturer narrative:
(B)(4). Date sent: 3/15/2024. Investigation summary: a linx device with two visible weld balls disconnected from male bead cases was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld balls, show no anomalies for a device that has been reasonably changed as part of the explant procedure, tooling marks were noted in some beads. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. Both male bead case through-holes at the separation were measured and was greater than the specification. The male bead case through-holes were concentric with small amount of material displacement at the outer edge of the through holes. The overall appearance of the surface of the male bead case through-holes didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld balls was measured. This diameter is within the specification. The weld balls were concentric with the respect to the wire. A manufacturing record evaluation was performed for the finished device 19267 number, and no non-conformances related to the malfunction were identified.